Event description:
It was reported that versacross transseptal sheath was selected for pulse field ablation (pfa) procedure. During the procedure, the three-way stopcock of the flush port was damage. The procedure was completed successfully by using different device, same model. No patient complication was reported.